Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified 1 additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp snapped in half when taking it apart in the sterile processing department. There was no patient involvement.